Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the system and confirmed the reported issue. The control panel was replaced to resolve the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the system and confirmed the reported issue. The control panel was replaced to resolve the reported issue.

Event description:
The hospital reported an error resulting in the loss of manual ventilation. There was no report of patient involvement.